Event description:
It was reported that after a da vinci-assisted ovarian cystectomy surgical procedure, there was an issue with the single port (sp) camera instrument's focusing not being correct. After the surgery, and after cleaning was completed, a camera was connected for da vinci sp practice, but the endoscope self-test failed. A message saying "clean connector or replace endoscope" appeared, making it unusable. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
The single port (sp) camera instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations could neither replicate nor confirm the customer-reported complaint of 'self-test failed' nor verify an external event to be related. The endoscope was tested and placed on an in-house system or equivalent for functional testing and passed. Stereo calibration, endoscope focus test and color recognition were performed and passed. Images were clear, dewarped and not grainy and no noise or motion blur was seen. The buttons were fully functional and moved intuitively. The manifold membrane was inspected with the borescope probe, and no punctures or tears were found. There was no problem detected. Additionally, the endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The camera was found to be missing a piece of the endoscope tip.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the customer reported issue cannot be determined as the issue was not confirmed nor replicated in the failure analysis. The probable root cause of the vision other component is attributed to user, such as inadvertent collisions with hard surfaces or drop of the scope.